Event description:
Reportable based on device analysis completed on 25aug2023. It was reported that the device could not cross the guide catheter. The 80% stenosed target lesion was located in the proximal end to middle part if left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for percutaneous coronary intervention. During the procedure, it was noted that the device could not cross the 6f guiding catheter. As per physician, there was something wrong with the external diameter and the hydrophilic coating. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed that the collar weld plate was partially detached.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) medical college. E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The device was visually and microscopically examined. There was blood within the shaft of the device. The collar weld plate was partially detached. There were numerous flattened shaft segments of which included the tip. There was drag for a total length of 11cm from the tip moving proximally. Media attached in complaint record contains numerous photos depicting flattened shaft segments including the tip, and blood on the shaft of the device. Further damage to the device based on reported events were not detected or visible due to quality of images shared. No other issues were identified during the product analysis.